Event description:
During production tests it was observed that devices with version 1.05.01 software, would intermittently lock up and display an error message when the memory card was removed during the data storage process. No field related events have been reported.